Event description:
During an initial implant procedure for a right ventricular (rv) lead, the patient experienced a decrease in blood pressure following placement. An echocardiogram revealed an effusion near the implant site due to suspected perforation. Fluids were provided to address the blood pressure, and no further intervention was required. The patient is stable.